Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer. The spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the "no image" issue. When connected to known, good, test equipment, the glidescope spectrum smart cable ceased to be recognized when manipulated near the hdmi connector. The camera image quality test was performed and failed. The technical service representative attributed the no image issue to cable failure. Since the glidescope spectrum smart cable is not repairable and a replacement was already provided to the customer, the spectrum smart cable used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image on the monitor was going in and out. The customer was able to isolate the issue to the spectrum smart cable. The customer stated that the procedure was completed using an unspecified older method. No delay in the procedure or harm to the patient or user was reported.